Event description:
It was reported the pre-loaded intraocular lens (iol) was defective and had patient contact, but was not used. The back-up lens was used to complete the procedure and there was no medial or surgical intervention. No further information is available.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 20-oct-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with a fragment of the lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge tip could be observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled, and the assembly was inspected, no assembly issues were identified that could contribute to or cause the observed issues. The fragment of the lens was removed, and it was revealed to be a damaged portion of the lens. Complaint issue "lens damaged¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.